Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the motor drive unit was not running and got warm. It is unknown whether the event happened during surgery, if there was patient involvement or if there was a delay, however, a back-up device was available. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). B5, d9, h3 and h6: updated. Internal complaint reference (B)(4). H8: updated to unknown.

Event description:
It was reported that at unknown moment for an arthroscopy procedure, the motor drive unit was not running and got warm. It is unknown whether the event happened during surgery, if there was patient involvement or if there was a delay, however, a back-up device was available. No further complications were reported.